Event description:
It was reported that the customer's insulin pump was damaged. There was a crack outside the battery compartment at the cap and in the threading. Damage occurred when the insulin pump was dropped when a belt clip broke. Customer also stated the insulin pump had been dropped and wet. The customer was advised to discontinue use and revert to a back-up plan. At the time of the report, customer said her blood glucose was about 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with stripped battery cap coin slot, minor scratches on lcd window and with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.